Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Subsequent information indicates that the patient was seen for a lead revision procedure. At that time, it was also reported that the lead was displaying loss of ventricular capture and oversensing of the atrium. The lead had pulled back into the coronary sinus. The lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned for analysis.

Event description:
Boston scientific received information that this left ventricular lead displayed a decrease in pacing percentage. The lead was intermittently capturing the patient's right atrium. A chest x ray was performed where the lead was determined to have dislodged. The patient was to undergo a lead revision procedure in the near future. There were no adverse patient effects reported. Available information indicates the lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, the lead has not yet been returned for analysis. Should additional information becomes available, this report will be updated.

Event description:
The lead has been returned for analysis.